Event description:
Baxter tech svc ctr in japan reports fluid in penumatic area of returned homechoice device. Historical info from a comprehensive investigation of this issue indicates the source of fluid to be from a leak in cassette homechoice set during use. No actual leak, pt injury or med intervention was reported at time of hardware return.